Manufacturer narrative:
During coil embolization of a basilar artery saccular aneurysm that measured 4.4mmx3.7mm, the orbit mini complex fill 3.5x7.5 coil ((B)(4)) stretched during placement. The coil, which was removed attached to the delivery system, was changed to another orbit coil ((B)(4)) that was implanted successfully. Then, another orbit helical fill 2x4 coil ((B)(4)) stretched during placement, and during withdrawal, the coil broke/separated in two pieces. The physician tried to implant part of the coil, but another part was out of aneurysm. After the event, it was reported that the patient was fine. No further information regarding how the procedure was completed is available. During repositioning of the coils, the coils were left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. An adequate continuous flush was maintained through the prowler 14 microcatheter (mc). No resistance was met, or additional force utilized to advance or remove the coil/delivery system. No kinks were noted in the mc that may have contributed to the event and a no balloon or stent remodeling product was used during the procedure. The same mc was used to complete the procedure. Other than the reported events, no other damages were noticed with any other section of the devices. No further information is available and the products are not available for analysis. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented with several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched condition of the coil was confirmed with analysis. The cause of the kinks found on the device and the stretched condition of the embolic coil condition could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place to prevent this kind of damage leaving from the facility. Although no definitive conclusion can be made, it is possible that procedural factors including device manipulation and repositioning the microcatheter over the deployed coil, which the instructions for use cautions may lead to coil damage or premature detachment, may have contributed to the reported stretching during placement in the aneurysm. Based on the device history records review there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00546 and 1058196-2011-00547.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15244100 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00546 and 1058196-2011-00547. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During coil embolization of a basilar artery saccular aneurysm that measured 4.4mm*3.7mm, the orbit mini complex fill3.5x7.5 coil (637mf3575/ 15244100 stretched during placement, then the coil was changed to another orbit coil (637mf3505) that was implanted successfully. Then, another orbit helical fill 2x4 coil (638hf0204/ 15253611) stretched during placement, and during withdrew, the coil broke/separated in two pieces. The physician tried to implant part of the coil, but another part was out of aneurysm. After the event, the patient was fine. The same mc was utilized to complete the procedure. During repositioning of the coils, the coils were left in the aneurysm, while the microcatheter was repositioned. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. No kinks were noted in the mc that may have contributed to the event and a no balloon or stent remodeling product was used during the procedure. An adequate continuous flush was maintained through the prowler 14 (mc) microcatheter at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. Other than the reported events, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the one coil remained attached the delivery system. The products are not available for analysis.